Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suffered from meningitis circa 2-3 weeks ago. The pt was hospitalized, but discharged after approx 2 weeks. There is no suspicion that the illness was device related. Pt is reported to be undergoing investigations due to a weakened immune system which may have been contributory to the meningitis. Routine device follow up appointments will be held after approx convalescence.